Event description:
It was reported that the patients lead had migrated. The patient underwent a lead and implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted devices were discarded per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7102977, UDI: (B)(4). Product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial: (B)(6), batch: 769536, UDI: (B)(4).